Event description:
It was reported that error codes resulted in an unsuccessful ablation. A icefx cryoablation system was selected for use in a renal mass ablation procedure. During the procedure, they were unable to finish the freeze due an error code 80-30 related to internal pressure checks. An additional error code 40-08 was also observed related to automatic stop of electrical thawing on all system channels. These error codes occurred outside of the patient, however resulted in an unsuccessful ablation procedure for this patient. Product maintenance was performed on the device a week after this procedure, where the probes were replaced and the device appears to be working as expected.